Event description:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2013 with the following findings: the meter has passed testing for the reported issue. The blood reading as control issue could not be reproduced. Unrelated to the primary issue, the meter had an error 4 issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.